Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced low and high blood glucose. Also, the customer had a bent cannula. The customer experienced low blood glucose, 35mg/dl-37mg/dl. The customer treated with food and it went up to 90mg/dl. But, also encountered high blood glucose of 487mg/dl; treated with a set change and a bolus. Customer declined troubleshooting for blood glucose issues. Customer will work with health care provider to update the settings as needed.